Manufacturer narrative:
(B)(4): the customer reported the device indicated an error code 90009 and they just wanted to send the device to the philips bench for evaluation and repair. The philips customer repair center (crc) evaluated the device and added that the device also displayed ECG fault. The ECG fault message is accompanied by a cycle power message/instruction and operation is halted which could impact the delivery of therapy. There was no patient involvement. The philips customer repair center (crc) evaluated the device and confirmed the 90009 (extended selftest front end failure) and ECG fault. The crc determined the cause of the stated problem to have been the parameter pca. The crc replaced the parameter pca to resolve the malfunction. The device passed all performance assurance tests and was returned to the customer. This was a malfunction of the parameter pca.

Event description:
The customer reported the device indicated an error code 90009 and they just wanted to send the device to the philips bench for evaluation and repair. The philips customer repair center (crc) evaluated the device and added that the device also displayed ECG fault. The ECG fault message is accompanied by a cycle power message/instruction and operation is halted which could impact the delivery of therapy. There was no patient involvement.